Manufacturer narrative:
Additional information received. Initial reporter email added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: computer 9735225r, rollingstone s7 rfrb. Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the computer is not booting when the system is powered on. No patient.